Manufacturer narrative:
The device could not be investigated as it was not returned for evaluation. Additionally, a review of lot history could not be completed as a lot number and part number were not provided. The reported allegation of broken guidewire could not be confirmed at this time. A root cause could not be determined.

Event description:
On (B)(6) 2020 it was reported to seaspine that during a posterior fixation procedure using mariner mis, a portion of the guidewire broke off after the distal tip got caught on the driver. The broken portion of the guidewire was left inside the patient. There was no indication of patient or user injury and surgery was able to be completed. No additional event or patient information is available at this time.